Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, device history review, review of historical performance, and specificity testing. No adverse trend was identified for the customer issue. Review of instrument logs found a number of aspiration errors that may indicate sample preparation issues. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Patient sample was available for return. Specificity testing included the patient sample and testing was performed using in-house retained kits stored at the recommended storage condition. The returned patient sample showed elevated results, indicating a possible interferent present in the patient sample. The definitive cause for the falsely elevated result or the possibility of heterophilic interference or non-heterophilic interference in the patient sample could not be determined. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive beta human chorionic gonadotropin (b hcg) results for one patient while using the architect total b-hcg reagents. The following results were provided (miu/ml). Sid (B)(6) initial 85.58 (positive), repeat twice less than 1.2 (negative), repeated using another analyzer, less than 1.2 (negative). No impact to patient management was reported.